Manufacturer narrative:
(B)(4). The exact date of the death is unknown. The exact date of the event is unknown. The exact date of implant is unknown.

Event description:
Aptus endoanchors were implanted in the patient. It was reported that post-procedure the patient expired. The cause of death is unknown. The site coordinator expressed that the procedure went fine and there were no complications during the procedure that would have foreseen the patient's death.